Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited low shocking impedance and elevated pacing impedance. A lead fracture is suspected. The physician elected to cap and surgically abandon this abdominally implanted lead, and implanted a pectoral system without reported difficulty. To date, there have been no reported patient symptoms associated with this clinical observation.